Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 10 to 12 mg/dl at the time of the incident. The customer took too much insulin after possibly miscalculating. The customer experienced symptoms such as tremendous pain related to an upcoming surgery. The customer was wearing the insulin pump during the incident. The customer was unsure if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was completed. The insulin pump will not be returned for analysis.